Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact and undamaged. No damage could be found. 2.2 a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. It was not possible to investigate the history on the day of occurrence, because the history was overwritten from new entries. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,68%. 2.6 the device was disassembled, and the inside was investigated. Inside the device could be found liquid residues but no damage by liquid. An impact damage on the lower housing was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The sample has been sent to our service department at b. Braun (B)(4). A follow-up report will be provided as soon as the investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "ppatient came onto unit for half hour infusion. When details put into pump for vtbi- 100ml time- 00:30mins all flowed fine. However alarm went to signal end of infusion time, when the bottle was still half full. The pump stated 100ml had been infused in that half an hour, the bottle still had 50ml in. Date: (B)(6) 2021. The answers to your questions below. When details put into pump for vtbi- 100ml time- 00:30mins all flowed fine. However alarm went to signal end of infusion time, when the bottle was still half full. The pump stated 100ml had been infused in that half an hour, the bottle still had 50ml in. Date: (B)(6) 2021. No patient problem from this incident. Procedure was delayed due to confusion over the infused amount. Unsure of the procedure at that moment in time no patient problem from this incident. Procedure was delayed due to confusion over the infused amount. Patient kept in for an extra amount of time"